Manufacturer narrative:
Date implanted for 2nd procedure: (B)(6) 2012. Device mfg date for 2nd procedure: unknown. The amount injected during each treatment was not specified. The device history records for coaptite lot could not be reviewed, since the part number and lot number were not provided. No additional information was provided by the patient at this time. The patient has an appointment with the injecting physician on (B)(6) 2012. Although this patient did not confirm an infection, she had been prescribed pain meds, antibiotic and yeast medication.

Event description:
The patient reported this event to boston scientific corporation, inc on (B)(4) 2012. The patient was injected with coaptite injectable implant for stress urinary incontinence on (B)(6) 2011. That same evening, pt sneezed experienced incontinence. The next day (B)(6) she experienced incontinence on the way to the bathroom, taking heavy steps, sneezing, coughing, laughing while walking, etc. For four weeks post injection, the patient experienced pain and was uncomfortable sitting for any length of time. Her doctor detected a yeast infection; prescribed fluconazole. She also had a low grade fever and elevated blood pressure readings from my normal. The patient was also treated with antibiotics and pain meds (not specified). The patient was treated with coaptite for a second time on (B)(6) 2012; no significant pain or discomfort, but feels the incontinence has not improved.